Manufacturer narrative:
Medical record review revealed the patient was admitted due to progressive doe and chest tightness attributed to re-stenosis of the sapien 3 valve. CT, performed prior to the planned valvuloplasty, revealed no evidence of thrombus present on the valve leaflets or inside the valve prosthesis. The valve leaflets were poorly visualized due to metal artifact, but there appeared to be restricted leaflet motion. A balloon valvuloplasty of the valve was planned following dialysis. During dialysis, worsening hypotension occurred and dopamine infusion was started. Prior to the planned valvuloplasty, the patient had a cardiac arrest, ventricular fibrillation; CPR was initiated. Epinephrine was also given. The patient was cardioverted at 200 j and converted to atrial/ventricularly paced rhythm with pea. Additional IV epinephrine, sodium bicarbonate and calcium chloride were given. Unfortunately, spontaneous circulation never occurred and the patient was pronounced dead. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with aortic valve replacement. Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, cardiac tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (severe aortic stenosis, (esrd) on hemodialysis, renal mass) likely contributed to the restenosis / degeneration of the implanted valve and subsequent increased gradient and reported restricted leaflet motion of the valve. The exact cause of the cardiac arrest cannot be confirmed but was likely related to the patient¿s low ejection fraction of 20%. Patient co-morbidities may have contributed to the cardiac arrest, pea and subsequent death prior to the planned intervention procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, approximately 14 months post deployment of a 29mm sapien 3 valve in the aortic position, the patient presented with a gradient of 41 mmhg and an ef of 20%. Echo also noted that one of the valve leaflets was determined to be ¿malfunctioning¿. A balloon aortic valvuloplasty (bav / re-dilation of the valve was planned in order to resolve the issue. Prior to the planned re-dilation of the valve, the patient expired. The exact cause of death is unknown; however, it was reported that the patient had ¿many co-morbidities¿.